Event description:
The dealer states the unit has low o2. He also states this will be the 3rd time he has sent this unit in for repair. The first time was on ra #(B)(4), it was alarming and shutting down. They replaced the pilot valve. The 2nd time was ra #(B)(4) for low o2. They replaced the 4-way valve.